Event description:
The 5 ml saline flush syringes - x 3 - found in box with 2.5ml/3ml syringes. Lot # of box 68-012-9d. 5ml syringes are lot # 68-019-9d. Syringes appear to be packaged correctly. When opening the box, the 5ml syringes were stuck to the tape on the box. Dose or amount: 2.5ml/3ml syringe.